Manufacturer narrative:
The probable root cause in this case is attributed to erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. During the system test unit displayed 4-02. As a result of these findings, the root cause of the reported event happened in the field 25913 4-02 crc error.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered error 4-02 on the erbe generator during use. The tse advised the user to perform a power cycle and a hard power cycle on the erbe, but the error persisted. The tse mentioned that the erbe's touchscreen was grayed out as well. The user planned to replace the erbe with an external generator to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed robotically using an external generator (force triad).